Event description:
On 11/12/96, the hospital reported to co that the pt experienced headaches and nausea almost immediately following the placement of the co bone screws. The pt is a 32 yr old male who had a glioblastoma multiforme of his right frontal lobe resected followed by conventional radiation therapy. He was being prepared for a radiation therapy boost, his screws were placed w/o incident but he then experienced the headaches and nausea. (The screws are provided non-sterile and are sterilized by the hospital prior to use). He did fairly well with medications for pain and nausea but then he developed a fever. He was not on antibiotics. The region of the screws showed no obvious clinical sign of infection but the screws were removed because of his symptoms and the pt felt better immediately. There was no indication that the screw implantation site was infected.